Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was not pacing. It was further reported that this was noted prior to it being used. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported lack of output from the external pulse generator (epg). The epg passed all testing, with no anomalies found. If information is provided in the future, a supplemental report will be issued.